Event description:
It was reported that pt cut/scraped his left hand on the right side of the lvp affixed to the right side of the pcu. It was stated that as the patient was preparing to go to the restroom, he reached under the lvp and pcu which was secured to the IV pole to unplug the device. When he reached under the device, his left hand was scraped by the bottom area of the right side of the lvp case. The area was noted to be rough and sharp to touch. There was a small cut that bled on the left hand and was cleaned by an rn. No band aid was applied.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that pt cut/scraped his left hand on the right side of the lvp affixed to the right side of the pcu. It was stated that as the patient was preparing to go to the restroom, he reached under the lvp and pcu which was secured to the IV pole to unplug the device. When he reached under the device, his left hand was scraped by the bottom area of the right side of the lvp case. The area was noted to be rough and sharp to touch. There was a small cut that bled on the left hand and was cleaned by an rn. No band aid was applied.